Event description:
It was reported that the insulin pump alarmed several sensor errors and that the sensors had inaccurate glucose readings. The blood glucose reading 250 mg/dl. The customer stated that the sensor glucose value would sometimes be off by 200 points compared with the blood glucose value. He also noted a calibration error and bad sensor alert. The customer stated that he had also had an issue with bent infusion set cannulas and slow insulin delivery when he might have lied on the infusion site while sleeping. He stated that the back pressure may not be enough to trigger the no delivery alarm but slow enough to allow his blood glucose to elevate. He complained of feeling lousy. He advised that the cannula may bend against muscle on lean customers. He stated he inserted the infusion set manually. He advised that he would check on his samples upon arrival. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.